Event description:
During index procedure the patient had one endeavor drug eluting stent implanted in the lad. It is reported that approximately 42 months post index procedure the patient expired. The cause of death was sudden death. Investigator has not assessed the relatedness of the device to the event.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Manufacturer narrative:
Evaluation results and conclusions: (death). (B)(4).

Event description:
The investigator assessed that the cause of death was due to an mi. The mi was not assessed for relatedness to the study device.